Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was not able to be successfully interrogated with two separate transmitters. It is unknown if the issue was with the device radio frequency. Recommended by sending the patient and inductive transmitter. The patient has yet to be in clinic for any troubleshooting of the behavior. The patient condition is completely fine and asymptomatic.